Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling. Customer's blood glucose was 334 mg/dl. The customer's blood glucose was treated with the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No ramping of numbers or scroll bar moving without input noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.